Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b3, b4, b5, b7, d3, d4 (catalog no, UDI no, lot no), d.6b, g3, g4, g6, h2, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) and bard soft mesh. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh) which was implanted on (B)(6) 2003. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2003 ¿ patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of bard flat mesh (device 1). Per op notes, ¿a direct hernia sac was excised from surrounding cord structures. A piece of bard flat mesh (device 1) was placed and fashioned to fit within the inguinal floor using sutures.¿ on (B)(6) 2006 ¿ patient was diagnosed with chronic right groin pain; cord entrapment thereby underwent open repair with the removal of mesh (device 1) and implant of bard soft mesh (device 2). Per op notes, ¿the mesh had rolled over and taken the whole proximal cord within it and encircled the cord. The mesh (device 1) was removed. A stitch right nest to cord was loosened. A bard soft mesh (device 2) was shaped to fit the floor of the canal on the floor using sutures. The genitofemoral and ilioinguinal nerves were transected.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) and bard soft mesh. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh) which was implanted on (B)(6) 2003. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.